Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. Reportedly, the customer was able to successfully charge the pump using an alternate usb cable. There was no adverse impact to the customer's blood glucose value.